Event description:
Pt was revised due to a loose component.

Manufacturer narrative:
Eval summary: inspection of the tibial tray reveals no bone cement or bone on the undersurface. Pmma is absent in portions of the lateral undersurface, indicating cement adhesion in this area. The rest of the undersurface still shows pmma, potentially indicating lack of cement adhesion in these areas. X-rays were not provided for eval. With the info provided, a probable cause cannot be assigned to the complaint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.